Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated that they tested negative with other rapid antigen testing. An additional consumer event was also communicated which is captured on a separate report.